Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that when the patient pressed the pump to inflate his device, the cylinders would not inflate and the device no longer worked. The patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 12cmx12mm cylinders, pump and reservoir were implanted. When the cylinders were removed there was a tear in both, but the physician could not be determined if this occurred pre-operatively or in the or. The patient was doing good following this procedure. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that when the patient pressed the pump to inflate his device, the cylinders would not inflate and the device no longer worked. The patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 12cmx12mm cylinders, pump and reservoir were implanted. When the cylinders were removed there was a tear in both, but the physician could not be determined if this occurred pre-operatively or in the operating room (or). The patient was doing good following this procedure. Should additional information be received, a supplemental report will be submitted.